Manufacturer narrative:
Elecsys folate iii - the reagent lot number is 828132, with an expiration date of 31-jul-2026. Elecsys vitamin b12 ii - the reagent lot number is 839242, with an expiration date of 31-jul-2026. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys folate iii and elecsys vitamin b12 ii results from one patient sample tested on the cobas e 411 analyzer (rack system). Folate iii on (B)(6) 2025: the initial result was 20.00 ng/ml with a data flag. The first repeat result was 14.03 ng/ml. On (B)(6) 2025: the second repeat result was 10.11 ng/ml. Vitamin b12 ii on (B)(6) 2025: the initial result was 148.9 pg/ml. The first repeat result was 202.8 pg/ml. On (B)(6) 2025: the second repeat result was 2000 pg/ml with a data flag. The third repeat result was 244.9 pg/ml.

Manufacturer narrative:
The investigation reviewed the customer's qc data and noted that there was no valid qc measurement on the date of event. The measuring cells had to be replaced. The cause of the event could not be determined. The customer did not report any other issues.